Event description:
During the administration of IV contrast during a CT (computed tomography) scan, the injector syringe flew off of the injector. Approximately 30ccs of contrast was administered prior to this occurrence. A new syringe was used and the contrast was delivered without incident.